Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery (lad). Pre-dilatation was performed with a 2.75x15mm non-compliant balloon and the 2.75x48mm xience xpedition stent delivery system (sds) was attempted to be advanced; however, failed to cross. Once removed it was noted that the stent was broken (fractured). Another 2.75x48mm xience stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. There was no break noted to the stent as reported. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure as it is likely that the sds interacted with the lesion during advancement resulting in the reported failure to advance and subsequent material deformation (observed during returned device analysis). The investigation could not determine a conclusive cause for the reported stent break as the device was returned and a break was not found; however, it is possible that the noted material deformation of the stent was identified as a break mistakenly. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d10, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent fracture/break, and the difficult to advance. In this case, it is possible the difficulty during advancement led to the break; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for evaluation updated from na to no.